Event description:
It was further reported that the stent was not retrieved and remains in the pt.

Event description:
It was reported that during a coronary stent procedure. The stent dislodged. The target lesion was located in the mid lad, just distal to the svg anastomosis. The lesion was pre-dilated, however, the physician was unable to cross the lesion. While attempting to retract the delivery/stent device back to the guide catheter the stent dislodged. The stent embolized to the femoral artery.